Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 110-220 mg/dl fasting. Verified the strips expired 06/23/2017. Customer confirms the strips are stored improperly in his car and kitchen cabinet. The customer states the strips were first opened (B)(6) 2015. Reviewed meter memory: 341 mg/dl (B)(6) 2015 09:07:00 pm fasting: yes; 351 mg/dl (B)(6) 2015 01:21:00 pm fasting: yes; 342 mg/dl (B)(6) 2015 11:22:00 on fasting: yes; 281 mg/dl (B)(6) 2015 06:38:00 pm fasting: yes; 265 mg/dl (B)(6) 2015 03:45:00 pm fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user's test strip had poor storage.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 110-220mg/dl fasting. Verified the strips expire 06/23/2017. Customer confirms the strips are stored improperly in his car and kitchen cabinet. The customer states the strips were first opened (B)(6) 2015. Reviewed meter memory: 1:341mg/dl (B)(6) 2015 09:07:00 pm fasting:yes. 2:351mg/dl (B)(6) 2015 01:21:00 pm fasting:yes. 3:342mg/dl (B)(6) 2015 11:22:00 pm fasting:yes. 4:281mg/dl (B)(6) 2015 06:38:00 pm fasting:yes. 5:265mg/dl (B)(6) 2015 03:45:00 pm fasting:yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.